Manufacturer narrative:
Device investigation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub of the device. Microscopic examination of the hemostatic valve surface showed stress marks on the star section. The tip was also inspected and no issues were observed, however, a picture was received showing that the tip was bumped. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve separation issue is not related to the issue reported by the customer. The tip issue reported by the customer was confirmed. The bumped tip could be related to a potential skin incision size relative to the sheath during the procedure or the manipulation of the device before or during the procedure; however, this could not be conclusively determined. The potential cause of the stress marks and separation of the hemostatic valve could be related to the incorrect insertion of the dilator into the sheath and excessive force to manipulate the device; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4)

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a vizigo sheath for which biosense webster¿s product analysis lab (pal) identified the hemostatic valve was dislodged inside the hub of the device. It was initially reported by the customer that during the surgery, the sheath tip was found to be softer than product of the same type, which made it not easy to be inserted into the patient. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported soft tip issue was not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 30-may-2026, the bwi pal revealed that a visual inspection of the returned device found the hemostatic valve was dislodged inside the hub of the device. The finding were reviewed and assessed as an MDR reportable malfunction since the integrity of the device has been compromised.